Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The mixer and anesthesia control board were replaced. No report of patient involvement.

Event description:
The hospital reported the unit had an alt o2 error. There was no report of patient involvement.